Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she accidentally primed the infusion set while she was connected to it. The customer stated that she received a large amount of insulin. The customer's blood glucose levels went from 239 to 84 mg/dl in a matter of 30 minutes. The customer was advised to go to the emergency room immediately. The customer stated that she did have someone with her that can take her. Nothing further was reported.